Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested using a retention meter retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 2: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a discrepant result on the coagucheck xs meter when compared to the result by an unknown laboratory method. At 7 am the laboratory result was 3.5 inr. At 9 am the coaguchek meter with serial number (B)(4) produced a result of 4.6 inr. The 3.5 inr was believed. No treatment was received. The patient's therapeutic range was 3.0 - 3.5 inr. The patient tests every two weeks to once per month based on the inr result.